Manufacturer narrative:
(B)(4).

Event description:
An article investigating the efficacy and tolerability of auto-stimulation-vns in children with lennox-gastaut syndrome was reviewed. The following adverse events were reported. It was also reported that 4 of the patients required changes to settings as a result of adverse events, however which adverse events they were changed for were not specified. There were a total of 71 patients included in the study. 4 patients experienced painful stimulation. 6 patients experienced infection. 4 patients experienced breathing issues. 3 patients reported voice alteration. 9 patients experienced other unspecified adverse events. 45 of the patients underwent replacements due to battery depletion. 25 patients experienced an increase in seizures. No additional relevant information has been received to date.